Event description:
This event was reported as mitral insufficiency, prosthetic mitral valve ring endocarditis, source unknown, annular ring abscess, congestive heart failure and pulmonary hypertension. No further information was provided.